Event description:
Per the clinic, the patient experienced pain during an MRI (1.5 tesla) due to a magnet dislodgement. The patient's head was wrapped as recommended by cochlear. Surgery to reposition the magnet has been completed under general anesthesia on (B)(6) 2024.